Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_ext, product type: extension. Product ID: 3387s-40, lot# va0aue6, product type: lead.

Event description:
Information was received from a company representative regarding a patient who was implanted with an implantable neurostimulator (ins) for tic disorder. It was reported the patient went to the hospital for programming because their symptoms got worse. The physician found the lead had fractured and they planned to replace the lead on (B)(6) 2016. During revision surgery it was found the extension was also fractured. The lead and extension were replaced and the parameters were normal.

Manufacturer narrative:
Correction: please note that conclusion code and result code no longer apply to this report. Device evaluation: analysis of the lead found the #0, 1, and 2 conductors were broken at the connector weld sites due to overstre ss/damage. Analysis of the extension found the #0 and #1 straight wire conductors were broken at the straight to coil wire crimp sleeve.

Manufacturer narrative:
Concomitant medical products: product ID 7482-51, serial# (B)(4), product type: extension. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.